Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the information on the screen of a smiths medical cadd legacy plus pump stayed the same, but an error occurred. The error could not be cleared until the product was turned off. It was guessed that it was a "no disposable, clamp tubing" alarm. There was no patient injury.